Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 279 mg/dl. The customer¿s current blood glucose was 256 mg/dl. The customer had symptoms like dry mouth. The customer treated with insulin pump. Customer was alleging possible pump under delivery. The product was not returned for analysis.